Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was difficulty placing the cardiac resynchronization therapy defibrillator (crt-d) due to occlusive subclavian, axillary, and basilica thrombosis. After implant, the patient experienced worsening of left upper extremity swelling. It was noted there was a deep vein thrombosis of the left subclavian vein secondary to the crt-d placement. Anticoagulant medication was administered. The device remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.